Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. This MDR represents the ventralex mesh (device 2). An additional MDR was submitted to represent the ventralex st mesh (device 3). An additional supplemental emdr was submitted to represent the composix l/p mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006: patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device 1). Per op notes, ¿the midline hernia was identified and the omental adhesions going up into the hernia were reduced. There was one portion of old mesh in the right lower quadrant and left undissected. A symptomatic portion of open hernia in upper midline region was identified. A composix l/p mesh (device 1) was placed in the abdominal cavity and tacked¿. (Note: the old mesh seen during this procedure was unknown) (B)(6) 2013: patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with implant of ventralex mesh (device 2). Per op notes, ¿hernia sac was identified in the abdominal region and was dissected. A ventralex mesh (device 2) was placed in the preperitoneal space and sutured¿. (B)(6) 2015: patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with implant of ventralex st mesh (device 3). Per op notes, ¿hernia sac was identified in the abdominal cavity. There were adhesions noted with the edges of hernia and was lysed. A ventralex st mesh (device 3) was placed in the preperitoneal space and sutured¿. (B)(6) 2018: patient was diagnosed with erythema, thereby underwent open repair with explant of infected mesh (composix l/p mesh- device 1, ventralex mesh-device 2, ventralex st mesh- device 3). Per op notes, ¿area of small bowel adherent to the mesh forming a fistula which was excised. Adhesions were noted to the underside of mesh. The infected mesh (composix l/p mesh- device 1, ventralex mesh-device 2, ventralex st mesh- device 3) were excised from the abdominal wall.¿